Manufacturer narrative:
The device is available for evaluation; however, has not been received. Distributor details: (B)(4).

Event description:
An event involving a 6" bifuse ext set w/microclave® clear, 2 clamps, rotating luer reported that the patient was receiving tpn through a central line when the mother noticed that the total parenteral nutrition (tpn) had become disconnected from both the central line and the y-connector. The line connector was found to be cracked. Patient needed to be started on dextrose fluids immediately as is tpn dependent. There was patient involvement and unknown harm/adverse event reported.

Manufacturer narrative:
The reported complaint of a disconnection could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined.